Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Since (B)(6) 2016, ventricular sensing integrity counts were up to 537. No episode was collected to verify lead noise. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Beginning (B)(6) 2016, rv pacing impedance spiked to 1482 ohms from the last measurement at 532 ohms and continued to rise to 1577 ohms.

Event description:
It was reported that the right ventricular (rv) lead exhibited a sudden increase to high impedance and high sensing integrity counter (sic). The physician is going to put the patient on remote monitoring and follow the patient more closely. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.